Event description:
It was reported that the patient¿s device delivered several inappropriate shocks during a procedure involving electrocautery. The device reflected going on and off of magnet detection many times during the appointment which magnet detection is supposed to be uniformly on when the magnet is of proper strength and placement thus inhibiting shocks. The patient was in good condition and did not suffer from any adverse consequences.